Manufacturer narrative:
(B)(4). During processing of this complaint, attempt were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Received user facility medwatch report #(B)(4). Evaluation of the returned device found that the monofilament was exposed about 1-1/4 inches at the guide with the posterior cuff and needle tip still attached to the rail end. The anterior cuff and link were engaged to anterior needle tip. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link pulled from the cuff, the suture will not be present during plunger withdrawal and the knot will not be advanced. The link detachment is likely the result of resistance or drag encountered during the procedure. There was no reported patient issue that may have contributed to the reported experience. Therefore, the root cause for the link pulled from the cuff is undetermined. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician not trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after a bilateral 8mm common femoral artery stent placement. Reportedly, the device did not work properly as it did not suture the artery. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that the knot could not be advanced and it did not suture the artery. The method used to achieve hemostasis was not specified; however, it was reported that the surgery was completed as expected. In addition, a user facility medwatch report was received. Event desc: the device failed to work properly and surgeon was unable to close. It failed to suture artery and was removed from the field. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)